Event description:
A patient underwent a dialysis catheter using glidepath dialysis catheter. Sometimes post a dialysis catheter placement procedure, the cuff is having issues adhering the chest wall after about a year after placement. This causes the catheter to move within the body. Removed from patient and implanted a PICC line. They have not changed any of the cleaning or dressing products that they use. The external part of the catheters starts to twist and deformed.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: two electronic photos and one 19cm glidepath d/l catheter was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. Material deformation was observed to the red luer extension leg. The tissue cuff was intact had residue and appeared to be missing fibers. A small split was noted on one edge of the tissue cuff. The proximal portion of the cuff appeared mushroomed as it was not fully attached to the catheter body. The manufacturing site evaluation site states a closer look revealed fibrous alteration in the cuff, a small split at the cuff edge, and excessive debris adhering to the cuff. The photo 1 shows a partial view of the catheter implanted into the patient's body. A twist can be noted on the red luer extension leg. The photo 2 shows a partial view of the catheter implanted into the patient's body, in which slight deformation can be noted on both extension legs. Therefore, the investigation is confirmed for the reported deformation, fracture, material separation, loss of or failure to bond issues. However, it is inconclusive for the reported migration issues as supporting evidence of the reported migration is not available. A definitive root cause could not be determined based upon the provided information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g3, h6 (method, result). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a dialysis catheter using glidepath dialysis catheter. Sometimes post a dialysis catheter placement procedure, the cuff is having issues adhering the chest wall after about a year after placement. This causes the catheter to move within the body. Removed from patient and implanted a PICC line. They have not changed any of the cleaning or dressing products that they use. The external part of the catheters starts to twist and deformed.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.